Manufacturer narrative:
Report source- date was 12aug2020. Date has been corrected to 12aug2021.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the ipg was unable to communicate with the programmer or charging system. It was reported the patient lost therapy due to not charging the ipg for several months. Surgical intervention may take place to address this situation.